Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an anastomosis, the thread of the 2 sutures used broke. Surgeon used another suture to resolve the issue. No patient injury.